Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:a review of the pump¿s history showed no evidence of a load step malfunction. No load step malfunction occurred during testing. The force sensor was found to be in calibration. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.